Event description:
Procedure: radiofrequency ablation. Reportedly, after using the needle to s3 hcc abrasion and blister were confirmed on the tissue where the needle was inserted. External medicine was used for treatment. Patient's condition has improved.